Event description:
The patient called to report that she "is concerned about media coverage of the ceramic hip." She has a ceramic on ceramic hip reports that she "is experiencing a grinding noise."

Manufacturer narrative:
Device remains implanted, and is not available for evaluation. Additional information has been requested but has not been provided.